Manufacturer narrative:
Field service engineer found a blown fuse and replaced the 3 amp f6 fuse. Fse tested the unit and verified proper operation using service manual and hut dr service checklist. Unit passed checkout procedures and was returned to full service by the customer.

Event description:
On (B)(6), staff reports patient undergoing an urology procedure when fluoro failed. Staff provides no patient or procedural information, other than to say the patient was moved to another room, procedure completed without further incident. Patient is fine, no reported injury.